Manufacturer narrative:
Based on review of the x-ray images provided, it appears this event was a result of off-label use of the ijs-e. The instructions for use of the device states "improper placement, positioning, alignment or fixation of the construct may result in usual stress conditions which may lead to subsequent reduction in the service life of the components, construct failure, postoperative complications or ineffective treatment. For safe and effective use of the implant, the surgeon must be thoroughly familiar with the surgical technique for the device, implant, and associated instruments. Improper insertion of the device during implantation may also increase the possibility of loosening, migration and failure of the device or treatment." The surgeon appeared to stack two base plates on top of each other, which is contraindicated by the surgical technique guide and instructions for use of the device.

Event description:
A surgeon implanted two internal elbow joint stabilizers stacked on top of each other and both axis pins loosened.